Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield) , more than halfway through harvesting radial artery endoscopically, the user lost their tunnel. The co2 was at the btt port at this time. They switched insufflation to distal and still could not get a tunnel. Patient was very muscular and they believed that may have been the problem. They considered switching out the tubing but they did not do that. Since they could not visualize the last few centimeters of the radial artery endoscopically, they ended up opening the arm to get the last segment. There was a delay. Patient is doing well.

Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11 a lot of history record review was completed for lot 3000383564 lot shipped to the account prior to the event/aware date. There was 1 ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.